Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise. It was reported that the lead fell apart during explant and that the procedure was prolonged. Another rv was successfully implanted. No additional adverse patient effects were reported.